Event description:
A malfunction alarm occurred in the insulin pump during the pumping process, identified as alarm 20. The customer's blood glucose level was reported to be 8.3 mmol/l, which indicates no adverse impact. Tandem technical support assisted the customer with loading a new cartridge, but the alarm persisted. Consequently, the pump was to be replaced, and the customer switched to using multiple daily injections (mdi) as backup insulin therapy. The customer was instructed to return the faulty pump using a pre-paid label, and the necessary steps for storage mode were explained and acknowledged.